Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, it was noted that the cable on the instrument was broken.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. The conductor wires were intact and undamaged. The other cables at the wrist were not damaged. Failure analysis investigation also found that one pitch cable was derailed from the back idler pulleys after removal of the instrument's housing. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws remained tight. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.